Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was instructed to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. By reloading the same cartridge, the issue was resolved, allowing the caller to successfully load a cartridge onto the pump and resume insulin use.